Event description:
A surgeon reported that during a procedure, a pt experienced temporary unstable iop (intraocular pressure) due to leaking infusion under the iop control. A system message displayed during air-fluid exchange. There was no problem during prime. The case was completed without harm to the pt. Additional info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).